Event description:
During the centrifugation stage of processing previously frozen stem cells, two devices leaked from the seal. Since the cells were being prepared for a recipient with an ablated bone marrow, the cells that were recovered, were infused into the pt upon the physician's decision realizing there was a possibility of microbial contamination. The recovered unit cultured positive. At the time of this medwatch submission no sequelae related to this event have been reported.